Event description:
Reporter noted four unplanned vitrectomies performed on one day [due to posterior capsule tears]. This event is being submitted as manufacturer report number 2028159-2006-00321. The other manufacturer report numbers are: 2028159-2006-00089, submitted 03/10/2006. 2028159-2006-00322, 2028159-2006-00323.

Manufacturer narrative:
Product evaluation and root cause analysis is in process.